Event description:
It was reported that the patient's atrial lead was explanted due to infection. The patient's condition was unknown.

Manufacturer narrative:
The lead was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device. Further information was requested but not received.